Manufacturer narrative:
Correction: at the initial evaluation, it was assumed that this was one case. However, it turned out that there were two incidents reported. For this reason, this report will be updated accordingly. Associated medwatch-report: 9610612-2020-00300 (400477383 / ba823su), 9610612-2020-00302 (400477406 / ba823su). Medwatch -reports (will be reported seperately because it is another reported incident): 9610612-2020-00292 (400477392 / ba815su), 9610612-2020-00301 (400477391 / ba815su). Additional information: the problem occured to a lack of training. The users began to use the scalpels just before the covid-19 confinement/lock down and could not be trained. Failure description: the retractable part of the scalpel didn´t works properly and the balde has slipped, causing a cut in 2 pairs of gloves and the skin. Investigation results: the devices were not available for investigation. Historical data has been reviewed and there were no complaints about injured users during usage of the security scalpels. But there are complaints that describe the same error pattern. The device quality and manufacturing history records is not possible as the batch is unknown. According to the less information received and the evaluation without the affected device an exact root cause of the problem cannot be determined at this moment. We were informed that the users haven't been trained in the handling of the safety scalpels. So there is the possibility that the root cause of the problem usage related. On the other hand we had complaints where it wasn't possible to fix the slider part, so there is a possibility, too that the scalpels couldn't be fixed in its position. A internal inspection was initiated in the past.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product carbon steel safety scalpel #23. Specifically, it was reported that there was an issue with the stability of the blade, which did not allow a precise handling. During surgery, the intern has cut his finger with a scalpel. The retractable part of the scalpel didn't work properly and the blade has slipped, causing a cut in the 2 pairs of gloves and the skin. There was no patient harm, considered a temporary impairment. Additional information was not available. The malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00292 (400477392 / ba815su). 9610612-2020-00301 (400477391 / ba815su). 9610612-2020-00302 (400477406 / ba823su).